Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient connected prior to properly priming during peritoneal dialysis (pd) therapy. The patient was connected to the homechoice at the time of the event. The patient re-primed the patient line twice and after the patient connected, they noticed air in the patient line. Technical services advised the patient to end therapy and the patient ended therapy of that night. There was no patient injury or medical intervention associated with this event. No additional information is available.